Event description:
A doctor reported that an intraocular lens (iol was implanted upside down in the sulcus. In a f/u, the doctor reported that the iol was exchanged with another iol of the same mode. The final iol was implanted right side up. The patient was reported as doing well. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the facility did not provide a lot number or any ID traceable to the manufacturing documentation. The root cause was determined to be failure to follow the directions for use. The customer implanted the lens upside down. There is no malfunction indicated against the product. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).